Event description:
It was reported that the user experienced a low blood glucose event while using a dexcom g7 cgm, with the lowest cgm value of 69 mg/dl and a confirmatory glucometer reading of 73 mg/dl; the user treated with approximately 2 oz of lemonade and glucose subsequently rose to 110 mg/dl. Symptoms included hypoglycemia. Outcomes included the need for oral glucose administration. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no findings available, with insufficient information regarding a device-related problem and no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.